Event description:
Event description guidant received information that this device was part of a legal action. Legal claim states that the device was defective. Guidant has no specific information as to any adverse patient effects.